Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 18, 2007. Evaluation summary:during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification (air sensor base line too high). Failure code 810:04 in the event history confirms the defective ail pcb. The ail pcb was recalibrated and the baxter technichian tested the instrument.

Event description:
The device was returned to baxter. During testing, the baxter technician reported an infusion pump with a defective ail (air in line) pcb (printed circuit board). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.